Event description:
It was reported that this patient's device system had a history of noise, oversensing, pacing inhibition, and low impedance on the chronic non-boston scientific right ventricular (rv) lead. However, the threshold measurements were good. During a routine device change out procedure, when this new cardiac resynchronization therapy pacemaker (crt-p) was implanted the physician elected to reverse the rv and left ventricular (lv) leads so that the rv lead was plugged into the lv port and the lv lead was plugged into the rv port. This is considered off label use. Subsequently, low out-of-range impedance of less than 200 ohms was noted on the rv port / lv lead. Isometrics and pocket manipulation were done and produced varying impedance measurements from less than 200 ohms to 300 ohms. The threshold measurements were fairly consistent between 0.8 and 1.3 volts. The health care professional (hcp) intended to leave the rv port / lv lead sensing programmed off, turn off the lead safety switch (lss) feature, increase the output to 3 volts in the rv chamber (lv lead), and increase remote follow-ups. This product remains in service. No adverse patient effects were reported.